Event description:
It was reported that a malfunction code appeared on the pump display. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.